Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed an MRI for symptoms that were unknown if they were related to the device/therapy. The MRI is of the patient¿s head because the patient experienced a loss of sensation, visual changes, and tingling. The hcp did not know the location of where the patient experienced these symptoms. MRI guidelines were sent to the hcp. No further complications were reported.